Event description:
The patient represented with a lead perforation. An attempt to reposition the lead was unsuccessful and as a result, the lead was explanted.

Manufacturer narrative:
Evaluation summary: the analysis of the lead did not reveal any device condition that would have contributed to the reported lead perforation. A partial lead in two pieces was returned. Mechanical and visual analysis found that the returned remaining portion of lead couldn not extend due to dried to body fluid/tissue in the helix and distal coil.